Event description:
Product was used for long term subcutaneous infusion (98 hours). When hcw went to remove needle from pt's arm, they noticed needle was not attached. Pt sent to ER for an x-ray and detached needle was still in the pt's arm. Based on the pt's condition, the ER decided no need to remove needle.

Manufacturer narrative:
From 2 publications noted: infusion nurses society: infusion therapy in clinical practices and manual of IV therapeutics, infusion sets arerecommended for less than 24 hours. The needle was opted by the physician not to be removed based on the pt's prior existing condition.